Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported a leak from the joint of the purge line extending from the top of the fusion. The customer observed prime dripping on the floor. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information confirms that no visible damage was noted on the device. The circuit was primed for 45 minutes, there was no visible air in the tubing/system. The circuit was primed with albumex and plasmalyte. Heparin was the anti-coagulant used. When the pump was moved from the perfusion room to the theatre it was then that the staff noticed the fluid on the floor, it had gradually leaked out whilst recirculating, from the joint of the venous bubble purge line and the module.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the potting around the grounding wire is soft. Device appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the grounding wire. The device was filled with colored water and when the water pressure was increased there was a leak observed from the grounding wire bond. Reason for return was confirmed. Conclusion: complaint confirmed for a leak at the ground wire bond near the purge line area. After discussion with the manufacturing engineer, it is anticipated that this is a result of an error during the manufacturing process where an operator may have added additional adhesive to resolve a bubble. The device history review shows that this device was leak tested 2 hours later than the units where the purge line was bonded at the same time. The device history record showed that this device met leak test requirements and no mrb's or ncmr's were noted. Operation supervisors will be notified of this occurrence during the quarterly product quality meetings. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.